Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/limbs and non-malignant pain. The patient reported that following a fight in which they fell on their back they suddenly started to feel stimulation in an incorrect area and could feel the stimulation when the stimulation was turned off. The patient had a loss of therapy. The rep met with the patient and checked impedances which were normal and confirmed that the ins was turned off and at 0.0 volts. It was noted that when the stimulation was turned on the patient was not feeling it where they needed it. The rep spoke with someone who indicated that maybe a nerve had been irritated which was providing the same sensation as the stimulation used to. The rep made sure the ins was turned off so the patient could get an MRI to determine what the problem is. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-23. The rep stated that the physician did not provide the patient¿s weight or MRI results. The patient is in jail so the rep was unable to work with them at this time. The issue has not been resolved. The information was confirmed with the physician. No further complications were reported/are anticipated.